Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision. After examination under the slit lamp, the doctor noted a defective lens with white specks within the lens material; which was obscuring his view. Approximately three months after the initial iol implant procedure, the iol was exchanged for another iol of the same model and power. Additional information was provided indicating that the patient's issue will hopefully be resolved.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis and the reported complaint was not observed. The iol was damaged and this damage was not mentioned by the customer. Additional observations were as follows: iol returned in three pieces inside a specimen container. A significant amount of solution is dried on both surfaces of the iol segments. One haptic is broken/torn and not returned. The optic is torn/split-cut dividing the iol in three (3) and scratched/marked-rejectable. The reported "white specks within lens material" was not observed. No root cause identified as the reported complaint "defective lens with white specks within lens material" was not observed. The returned iol shows evidence of possible handling by the customer due to the presence of solution and how it was returned in three segments inside a specimen container. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. The manufacturer internal reference number is: (B)(4).